Manufacturer narrative:
(B)(4). The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care patient that a split, approximately ¼ inch long, was observed on the shaft of the tracheostomy tube. According to the reporter, a nurse observed the issue during cleaning. Upon discovery of the split, the device was replaced with the patient's back-up tracheostomy tube. The reporter stated that expandable velcro ties were used to hold the tracheostomy tube in place and the device was possibly cleaned with warm soapy water. According to the reporter, the patient has been ventilator dependent since birth. The reporter stated that no patient injury occurred.

Manufacturer narrative:
The reported used customized cuffless flextend device was returned. Visual inspection was complete and while manipulating the shaft a tear/crack was observed. The complaint stated that the device was re-used after cleaning; unknown how many times. It was not stated how long the device was in use prior to detecting the tear/crack. The complaint was confirmed.